Manufacturer narrative:
Approximate age of device ¿ 4 years and 4 months (calculated from the date the device was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the system controller was "very hot." Reportedly, the power and data connections were very hot to the touch. The system controller was exchanged. Review of the submitted system controller log file by technical services did not offer an explanation for the event. The pump values and parameters were within normal limits. No unusual events were noted.

Manufacturer narrative:
Section h1: corrected to serious injury. No further information was provided. The manufacturer is closing the file on this event. The reported event of ¿very hot¿ controller was not confirmed during the investigation. The system controller was returned, tested and found to function as intended. The submitted and extracted log files were reviewed and revealed no unusual events. The system controller was tested for temperature elevations while running on a mock circulatory loop for an extended period of time. The maximum temperature did not exceed 87.2f (30.7c), which is within device specifications. The root cause of the reported event could not be definitively determined. No further information was provided. The manufacturer is closing the file on this event.